Event description:
Procedure - cystolithopaxy with holmium laser. 1000 micron fiber(acmi lot# d2707s exp 2010-07) was opened and laser beam had a crisp circle- when placed through the 23fr continuous flow cystoscope, the fiber appeared to be cracked. This fiber was replaced with another 1000 (acmi lot# d2908s exp 2011-07) and this appeared to have a slight crack - it functioned without any problems. After a short time, the tip broke off. The beam looked fine and the md continued to use this fiber. Md requested to use a 600- micron fiber (acmi lot#c2808s exp 2011-07). This fiber appeared to shed its outer coating of the fiber itself- not the insulation. This fiber was replaced with another 600 fiber and that fiber was used for the remainder of the case.the fiber was passed through a cook check-flo adaptor that has an ID of <= 9.0 fr which accomodates the 1000 micron fiber.